Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant 457453 lead implanted 2003-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pace/sense impedances have risen slowly over time. Thresholds remain stable. The lead remains in use and no patient complications have been reported as a result of this event.